Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current due to corroded electronic assembly. Pump received error 25 due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer reported that notification light did not stopped immediately flashing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.